Manufacturer narrative:
Concomitant product: product ID 8709sc, serial# unknown, product type catheter. (B)(4).

Event description:
It was reported that at a catheter replacement the old connector would not come off without force. There was no patient injury and the patient recovered without sequela.